Event description:
It was reported that the during implant when inserting the left ventricular lead, there were six missed paced beats. Pacing continued with the analyzer. Once all leads were inserted, the device paced appropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant medical devices: (B)(4) implantable pacing lead, implanted: (B)(6) 2006; (B)(4) implantable pacing lead, implanted: (B)(6) 2006. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.